Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex was used to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous. During the procedure, it was noted that the stylet came away from the catheter and it remained inside the patient after the stent was deployed, the catheter was then removed using a rat tooth. The procedure was completed using another of the same device. No patient complications were reported as a result of this event.